Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report numbers 3004209178-2011-80554 and 3004209178-2011-80556.

Event description:
The customer reported no delivery alarms and being hospitalized for high blood glucose levels, with a reading of 646 mg/dl. Nothing further was reported.